Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Investigation summary: visual analysis of the individual image submitted for evaluation determined that a winding former and needle with product code w9918 could be seen. Image is not clear to determine failure mode or reported condition. As with any device, care must be taken not to damage the thread when handling it. Avoid the crushing or crimping action of surgical instruments such as needle holders and forceps. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture was tearing during the surgery. There was no delay, and the procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested